Event description:
The catheter was implanted in 2002 without any resistance or problems at the conclusion of laminectomy with fusion procedure. Some resistance was noted when removing the lumbar drain 3 days later. The catheter snapped and tore with a portion of the catheter retained in the pt below the skin level. The catheter segment was removed 2 days later.